Event description:
A (B)(6) female pt of physician in (B)(6) the pt had a l5-s1 lateral mass fusion with spine 360 pedicle screws in (B)(6) on (B)(6) 2009. Subsequent post-op office visits showed no signs of fusion and physician suspected the left s1 screw was loose. Pt complained of increased pain and physician scheduled her for an l5-s1 hardware removal; ldr alif insertion and re-instrumentation of l5 - s1 screws with spine 360. Prior to performing the alif portion of the procedure on (B)(6) 2012, physician removed the spine 360 implants from previous surgery dated (B)(6) 2009 and the left s1 screw was indeed broken beneath the head of the 7 x 35mm pedicle screw. The remaining spine 360 implants bi-lateral screws at l5 5 x 40mm, two 35mm rods, four setscrews and the other 7 x 35mm s1 screw were intact.